Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke during stem extraction.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A search of the complaint database against provided product code found similar reported events. A previous product enhancement has been implemented. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a (B)(4) process to a (B)(4) process. The change went into effect at the supplier in june of 2009. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.